Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 90% to 5% while connected to a power source. In addition, the customer reported the battery jumped from 4% to 100% then back down to 5%. The customer's blood glucose level was 129 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.